Event description:
It was reported that the patient underwent a surgical procedure to explant this ambicor penile prosthesis (app) due to an aneurysm in one of the cylinders. All components of the existing ipp were explanted and replaced with a new app. No information about the patient outcome is available at the moment. Additional information was received. Patient felt device was not inflating properly. No adverse patient effects reported.